Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of a broken wire. The instrument was found to have damage of the conductor wire¿s insulation. This failure is commonly caused by mishandling/misuse, such as collision of the instrument. The instrument passed an electrical continuity test. In addition, and unrelated to the damaged conductor wire insulation, the yaw pulley was found damaged. It appears that the yaw pulley may have collided with another instrument which is what caused the skive in the yaw pulley. A piece measuring approximately 0.025" x 0.050" was missing and not returned. A review of the site's complaint history does not show any additional complaints related to this product. A review of the instrument log for the fenestrated bipolar forceps was performed. Per logs, the instrument was last used on (B)(6) 2020, on system sk1719. The alleged event occurred on the 6th use of the instrument. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported because damage was found to the conductor wire's insulation with a passed electrical continuity test. While there was no patient harm or injury, the reported failure mode could potentially cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted surgical task was completed, an operating room (or) staff member noticed that the fenestrated bipolar forceps had a broken wire at the tip and the wire could be seen when the jaws of the instrument were opened. A similar backup da vinci instrument had been used to continue with the case. No fragments fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to contact the reporter to obtain additional information. However, as of the date of this report, no more information has been provided.